Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d5, g2. Additional information: e1(event site state: (B)(6), event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and found fluid inside ECG cable and fse cleaned the cable and reconnected to fix the ECG issue. Fse also found that sm1 vacuum filter is defective and resolved the issue by replacing vacuum muffler sm1. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ECG is not detecting. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.